Event description:
It was reported that, the right atrial (ra) lead from this implantable cardioverter defibrillator (ICD) exhibited high impedances out of range. The field representative requested help to turn off the ra sensing. Boston scientific technical services (ts) guided the field representative through the programmer screens to turn off the ra sensing. This ICD remains in service. No adverse patient effects were reported.